Event description:
It was reported that a patient underwent open heart surgery in (B)(6) of 2012 and surgical stainless steel suture was used. In (B)(6) of 2012, the patient complained of allergic symptoms. She was prescribed anti-allergic medication without any symptom relief. A patch test was positive for nickel chrome from the surgical steel. The patient will have a reoperation to remove the suture.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: aab636, aae674, acr041, adp061, adr411, aer351, age128, gae797. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.